Manufacturer narrative:
(B)(6).

Event description:
Reference number (B)(4). Event occurred in italy. It was reported that patient faced infusions set leakage at site event on (B)(6) 2024.. The infusion set was in use for few days. No further information was available.